Event description:
As reported, during bilateral inguinal hernia repair procedure on (B)(6) 2023, the sorbafix enhanced fixation device fixated the mesh on one side, but on the other side it failed to fixate the mesh. It was reported that suture thread was used to fixate the mesh and peritoneum. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. The information provided is limited to the initial reported event. Based on the available information and without having sample to evaluate, no conclusion can be made. To date, this is the only reported complaint for this manufacturing lot. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ not returned.